Event description:
Pt was using wheelchair. A piece of chrome peeled off the hand rim of wheelchair's right wheel and was imbedded in right thumb through thumbnail. She was taken to the hospital emergency room to have chrome removed. The dr removed 1/4 of nail to remove chrome. She was started on antibiotics, the thumb was dressed and a tetanus-diptheria shot was given.